Event description:
It is reported, a crack in the prefilled catheter flush.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E.1. Characters limit is exceeded at facility name: (B)(6).